Manufacturer narrative:
Continuation d10: lead:5076-52, 694765 implant date: (B)(6) 2009, additional product: d1: heartware ventricular assist system ¿ driveline cover d4: model #:1175/ catalog #:1175 / expiration date: / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: h5: yes, d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420 / expiration date:31-jul-2023 /serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 07-jul-2022, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted to the intensive care unit for a prophylactic controller exchange because the controller was over 3 years old. During the exchange, the driveline cover was found to be hardened and unable to be pulled back. The driveline cover was removed, and a new driveline cover was placed. While replacing the cover, the prior driveline repair near the end of the strain relief appeared to have minor wear at the edges. The previous repair was removed and small fraying at the strain relief was present but all wires appeared intact. A new driveline repair was performed and during the repair, there was an approximate ten (10) second vad stop. The patient tolerated the controller exchange, driveline cover replacement and driveline repair without issue and no patient symptoms, complications, or injury were reported. The vad remains in use.